Manufacturer narrative:
A ge service representative performed an on site investigation. The cine connections were repaired and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a cine disk unavailable error message causing the loss of cine functionality. There is no report of pt injury or death.